Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date of the final investigation. Updated fields: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had an image whiteout and was then blurred and noisy. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the whiteout and noisy, blurry image was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.